Event description:
It was reported that on (B)(6) 2025, the patient underwent orif surgery with the products in question. In the surgery, the guide pin was inserted using the products in question, but it did not pass through the intramedullary nail and slipped forward and could not be inserted in the proper direction. The guide pin was inserted by tilting the aiming arm backward, but it slipped forward again and could not be inserted. The arm was repositioned, but it was led toward the guide pin that was already open and could not be inserted. Since the guide pin was not inserted in the correct direction, we changed the screw position to the position of the downstroke and transverse instead of fixing the recontouring mode. The reasons for the failure were that the intramedullary nail was placed in a patient with a tight medullary cavity, the guide pin was guided in the direction of the guide pin that was placed first, the position of the aiming arm was not changed much because the intramedullary nail was placed tightly, and the sleeve may have been slightly deflected.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Additional narrative: d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: h6 component codes: most relevant component code is g07002 (appropriate term/code not available) to capture no findings available due to no product returned. H3, h6: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.